Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked case at the lcd window corners, battery tube threads, missing end cap sticker, and scratched screen.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 329mg/dl. No further information was provided.